Event description:
It was reported to medtronic minimed that the customer experienced hairline scratches on the bottom of the pump casing, received a battery failed alarm, the pump lost the settings during the battery change, buttons were not responding at first press, received an insulin flow blocked alarms and the pump has locked up and becomes unresponsive. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1780kl, mmt-386a. Troubleshooting was partially performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. Mmt-1780kl was requested and the customer response was the device will be returned. No product return is required for mmt-386a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current test, active current test and occlusion test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Pump powered on successfully downloaded to thus. No insulin flow blocked alarm found in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. No keypad anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked keypad overlay, broken battery tube threads and minor scratches on the lcd window. In summary, customers alleged insulin blocked alarm during bolus was not confirmed during testing. Pump passed full dry test and active/sleep current test. No unexpected insulin flow blocked alarms noted in pump history download. No anomalies noted on electronic/motor assemblies. No anomalies noted with the keypad. No frozen screen or power anomalies noted. Customers alleged cosmetic damage located at the battery tube was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.